Event description:
Information received indicates the bed exit alarm would not activate when weight is removed from the mattress.

Manufacturer narrative:
The technician replaced the bed exit tape switch assembly to repair the bed.